Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin did not exit and he did not receive any error alarm on the insulin pump. Troubleshooting could not be performed as customer was not at home at time of call. Advised the customer to call back to complete the testing. No further information was provided.